Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that the philips intellivue information center (piic) ix reboots while attempting to discharge a patient. There was no patient incident.